Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is user error due to improper deployment sequence and/or applying excessive force during use.

Event description:
On 12/14/2021, it was reported by a distributor via e-mail that a ar- 4501 meniscal clinch is jammed. This was discovered on (B)(6) 2021 during a procedure. No additional information provided. Additional information requested. Additional information provided on 12/20/21: the procedure being performed was a meniscal repair. The second implant became jammed and would not deploy. The first implant was removed and the case was completed by using a new ar-4501.